Event description:
The PICC was placed on (B)(6) 2019 at 15:00. Line was noted to be leaking during a dressing change at 23:00. Site was flushed and the line was leaking at the catheter/hub interface. PICC was removed and a new one was placed. No apparent harm to patient.

Manufacturer narrative:
The investigation summary is as follows: examination of the faulty sample returned shows that the catheter was partly cut at 23mm distal to the fixation wing. Microscopic inspection showed a cut in the tubing; the catheter was most likely damaged by sharps (scalpel or scissors, etc). The batch history records were checked, and no abnormalities were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. There have been 9 complaints received for batches 8026034, 8035199, and 8036756, and 9 complaints regarding separated catheter tubes for code 4g07125231 within the last 3 years. These complaints have been from the same hospital. Therefore, vygon does not believe this was caused by manufacturing. If this were a manufacturing defect it would be expected that the catheter would leak immediately after insertion. However, per the report, leaking was not noted until a dressing change. No further corrective action will be initiated during this time. Vygon will continue to monitor for this issue.

Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
The PICC was placed on 10/3/2019 at 15:00. Line was noted to be leaking during a dressing change at 23:00. Site was flushed and the line was leaking at the catheter/hub interface. PICC was removed and a new one was placed. No apparent harm to patient.